Manufacturer narrative:
It was reported that the syringe was "shorter than usual" and did not fit into a pump. No serious injury or adverse impact to a patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was provided for review. While the photographed syringes were observed to be of different sizes, product functionality is not affected as syringes are tested and approved for 60ml. No physical sample was returned for evaluation. A device-related root cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the syringe was "shorter than usual" and did not fit into a pump.